Event description:
It was reported by the patient that when the start button on the remote monitor was pressed, it did not start. The monitor had sent transmissions in the past. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.